Event description:
It was reported that the pump battery draining excessively fast. There was no adverse impact to the customer¿s blood glucose level. Jenevieve declined to transfer to customer technical support, and no additional information regarding the outcome of the event was provided.